Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 411 mg/dl. The customer's mother stated that the act, up, and down buttons were having issues. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. The reporter stated that the blood glucose was high and that the customer would treat with a manual bolus. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.